Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented post op with epithelial basement membrane dystrophy with foreign body sensation, light sensitivity in left eye and poor visual acuity in both eyes. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva) however, visual acuity post op shows a decrease. The patient complained of left eye feeling scratchy and having poor visual acuity. Patient reported symptoms are interfering with daily activities and in (B)(6) 2018 patient had flap lift and epithelial cells removed. Bcva from (B)(6) 2018: right eye pre-op 20/20 -1.00 x -1.75 x 10; left eye pre-op 20/20 -1.00 x -1.50 x 7. Bcva from (B)(6) 2018: right eye post-op 20/30 -.50 x -.50 x 17.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.